Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and confirmed that due to balloon rupture, blood was aspirated inside this iabp unit and reached to solenoid valve in pneumatic module assembly. To address the issue the fse replaced the pneumatic module assembly, cleaning inside of iabp unit and performed preventive maintenance per factory specification were performed with no issues. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed, when evaluated it found that blood draw into the device. There was no patient harm reported. Balloon complaint#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11 corrected field: d1, d4.